Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
During ICD replacement due to normal eri, externalized conductors were observed via fluoroscopy. No electrical anomalies were present. The patient is pacemaker dependent. Physician elected to capped and replaced lead..